Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose and flush drive support disk. Insulin pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.(B)(4)

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 123 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.